Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess), the surgeon found that when navigating on the right side, it would display on the left side. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was declined by the site. A medtronic representative went to the site to compare patient exams and test the equipment. She found that the radiographic view was set to off. She compared the scan on the navigation system to radiology, and a previous CT from the same patient and the scan looked the same on all 3. Testing of the equipment found that the hardware and software passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. The software investigation found that the site used a scan with the left and right orientation flipped and chose not to correct it after registering the patient. The software functioned as designed.